Manufacturer narrative:
E1: initial reporter address 1:(B)(6).

Event description:
It was reported that a balloon leak occurred. The 85% stenosed target lesion was located in the moderately calcified proximal left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, while inflating the wolverine balloon in lad at nominal pressure of 6atm there was a leakage found. Non-complaint (nc) balloons were used to prepare the lesion followed by drug eluting stent (des) deployed to cover the lesion. The procedure was completed. No further complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination found no kinks or damages with the hypotube shaft. A pinhole was identified 1mm proximal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No kinks or damages in the polymer shaft. An attempt was made to inflate the balloon however a pinhole was identified 1mm proximal from the proximal markerband when attempting to inflate.

Event description:
It was reported that a balloon leak occurred. The 85% stenosed target lesion was located in the moderately calcified proximal left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, while inflating the wolverine balloon in lad at nominal pressure of 6atm there was a leakage found. Non-complaint (nc) balloons were used to prepare the lesion followed by drug eluting stent (des) deployed to cover the lesion. The procedure was completed. No further complications were reported.